Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator had an erratic display screen. There was no patient involvement at the time of the reported incident. The service engineer inspected the device and verified the reported issue. The service engineer replaced the gui (graphical user interface) cpu (central processing unit). The device passed all testing and operated within the manufacturing specifications.